Manufacturer narrative:
(B)(4). The sample is not available for evaluation.

Event description:
The home patient (hp) requested assistance with removing the cassette. The hp stated that she had dropped a solution bag on the floor which caused the spike to become loose. The hp wanted to start over with new supplies. The homechoice was at initial drain. The technical service representative (tsr) had the hp cycle power to end therapy and remove the cassette from the machine. No patient injury or medical intervention was reported.